Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the ua07 error message was due to a defective load cell. The hole on the load plate cover and defective load cell were likely attributed to user mishandling such as a drop. The hole on the load plate cover may have allowed fluid ingress and potentially damaged the load cell module. The reported complaint of "cosmetic damage on the covers of the autopulse platform" was confirmed during the visual inspection. Noticed a hole on the load plate cover that affects the watertight seal, likely attributed to user mishandling. The load plate cover was replaced to address the customer reported cosmetic damage. No other physical damage was observed during the visual inspection. The archive data review showed the occurrence of the ua07 error message around the reported complaint date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the ua07 error message displayed upon powering on. The load sensing system has detected a weight or load imbalance between the two load cells (checked during power-on-self-test). Load cell characterization results confirmed that the load cell module 1 was defective (exceeded the parameter). The load cell module 1 was replaced to address the customer-reported ua07 error message. Upon further testing, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. The autopulse platform was manufactured in 2008 and is 12 years old, well past the expected service life of 5 years. Upon further testing and during the load cell characterization test, the zoll personnel observed that the load cell module 2 reading was fluctuating. The load cell module 2 was replaced to address the observed fluctuation. In addition, unrelated to the reported complaint, the power distribution board (pdb) was replaced, as the pdb revision level was observed to be below 6. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no history of complaint reported for the autopulse platform with sn (B)(4).

Event description:
During the device check, the customer reported that the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. In addition, the customer reported cosmetic damage on the cover of the autopulse platform. No patient involvement.